Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-nov-2019 from a healthcare professional (hcp) via a company representative who reported that the patient was due for a refill. The patient had moved from another state and was now being managed by a different physician. Per the pump logs, the empty pump alarm occurred on (B)(6) 2019 at 9:14 am. The therapy was not intentionally discontinued. The hcp stated that since the pump was a bit older, he was planning on replacing it. No patient symptoms were mentioned. The pump was delivering clonidine (100 mcg/ml at 24.98 mcg/day), bupivacaine (20 mg/ml at 4.996 mg/day), and dilaudid (3 mg/ml at 0.7494 mg/day) with dilaudid being the primary drug. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-oct-08 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump had not been working because it was dry. No other details were known at the time of report. The event date was (B)(6) 2019. No patient symptoms were reported and no further complications were reported or anticipated.